Event description:
Reportedly, the instrument did not place properly formed staples on the vascular tissue at the hepatic flexure. The surgeon then decided to convert the procedure to an open surgery to complete the case without further incident. Procedure: laparoscopic cholecystectomy.